Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4)- incomplete. The lot number and expiration date are currently not available.

Event description:
Biceps tenodesis, surgeon - (B)(6), (B)(6) hospital, (B)(6) 2017. Surgeon noticed that instrument failed to pass suture, checked the needle and noticed it was broken. Needle tip not found. Now something appears stuck in the gun and a new needle can't be passed down the instrument. Replaced with competitor product. 15 minute delay to procedure. No ae to patient.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection of the device revealed no immediate issues. A test needle was inserted into the gun to test the functionality of the triggers as well as check for any jams in the gun. No jams were found. The test needle was able to be inserted as intended. Using a piece of artificial tissue the jaws were tested for stability and their ability to clamp down on the tissue. No issues were detected. The needle was deployed 10 times through the artificial tissue with no problems. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: part number: 288233, supplier lot number: 42061-170308, qty: (B)(4), expiration date: n/a, release to warehouse date: 03/14/2017, supplier: (B)(4), manufacturing site: (B)(4), any anomalies: none. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently not available.